Event description:
Customer reported device = 153 mg/dl at 7:40 pm. Customer felt shaky and sweaty like they had low blood glucose. Customer passed out. Ambulance arrived 5 minutes later and their device = 46 mg/dl. Customer was treated with a glucose IV and transported to the hospital. Hospital treated customer with a sandwich, chocolate pudding, milk, and coffee. No controls. A request was made for return product and replacement product was sent.